Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test. All buttons functioning properly. However, found moisture damage on the keypad traces noted. The pump monitored in 50c oven for several days and no button error alarm noted. The pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case, missing end cap sticker, worn keypad overlay, peeling keypad overlay, cracked battery tube threads and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 129 mg/dl. The customer did not have any symptoms. The customer did contact their healthcare professional and does have a backup plan. The customer treated using manual injections and feels okay to troubleshoot. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. However there was button error alarm found in the history. The device will be returned for analysis.